Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild "urinary hesitancy". The patient stated that her "urine stream shoots sideways" and that she felt "like her bladder is not completely empty after voiding" but her symptoms were "not bothersome". No intervention has been performed and the event was considered to be continuing as of (B)(6) 2015. There were no further patient complications as a result of this event.